Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the log files for this event were reviewed. The investigation could not confirm the reported issue of too much bone being taken from the anterior chamfer cut. The investigation found that no single root cause could be established. The use of the pointer tool to verify resection cuts or the verify checkpoint after cuts were performed was not utilized, therefor the investigation cannot confirm the allegation of the anterior chamfer cuts being off. The investigation found indications that the system was utilized off the cart. During operation on some cases the leg and/or robot move rapidly. This rapid movement of the leg or robot could introduce inaccuracy in the cuts. Other factors include: while array movement is probable, it cannot be confirmed without the utilization of the pointer tool. No defect was found with the system. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that there is way too much bone being taken off with the anterior chamfer cut. The surgeon stated this has happened to him 3 times. The reporter stated that the 1st time this occurred was 2 weeks ago and confirmed that the pointer was used to verify and the arrays had not moved. He did not have an exact date of the 1st occurrence nor did he know the dates of the other 2 occurrences, but stated this has happened twice since then for this surgeon and he had to revise the femur in one instance. It was reported that the robot was not mounted to the bed. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3 updated.